Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was at 69 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as inability to stand. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call got disconnected. The customer had diarrhoea for 2 days before the low incident. The customer had tremors but was unsure if they blood glucose related. The customer reported a hospitalization on (B)(6) 2018 with lows of 47 mg/dl. The customer was also calling about settings adjustment. The insulin pump will not be returned for analysis.